Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). (Root cause of reported event cannot be determined). Conclusions: no conclusion can be drawn (root cause of reported event cannot be determined). (B)(4).

Event description:
The physician intended to implant a 3.0 mm diameter x 38 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the cx with 95% stenosis. The lesion was pre-dilated once using a 1.5 x 8 mm balloon up to 14 atm's and twice using a 2.0 x 20 mm balloon up to 16 atms. Resistance was encountered introducing the resolute integrity device through the guide catheter and moderate force was required to be used to advance the device to the target lesion. It was reported that the stent of the resolute integrity device was noted to be damaged and the device was not implanted in the patient. Resistance was encountered withdrawing the stent back into the guide catheter. No abnormalities were noted with the device prior to use. The target lesion was successfully treated using another resolute integrity stent of the same size. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specification. Multiple stent struts were raised, damaged and deformed. Procedural images provided for review confirmed the presence of a 95% stenosed lesion in the lcx. The lesion was pre-dilated with a 1.5 x 8mm balloon. Coronary angiography (cag) images of the vessel after pre-dilatation showed that residual stenosis remained. No further pre-dilatation was observed prior to the successful delivery and deployment of a 3.0 x 38mm stent. The reported unsuccessful delivery and attempted deployment of the initial 3.0 x 38mm resolute integrity stent was not captured or provided on the procedural images. Cag of the vessel post stent deployment shows a more distal lesion which was pre-dilated with what appears to have been a 2.0 x 20mm balloon. Final angiographic views of the lcx confirmed a successful outcome.